Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 350 mg/dl. The infusion site was changed and a bolus of insulin was delivered to address the high bg level. As the occlusion alarm had occurred in the past, tandem technical support was unable troubleshoot to determine a possible cause of the occlusion.